Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak coming from the fluidic tray of the access 2 immunoassay system. The customer indicated that a small amount of fluid was collected under the instrument. No patient results were generated in connection to this event. There was no exposure to the leak and the customer cleaned up the leak per their cleanup procedures.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011, and it was determined that the leak was originating at a seam on the wash buffer reservoir. The fse replaced the wash buffer tray, verified the repair per established procedures and the reuslts met published performance specifications. Hardware is the root cause of the event. (B)(4).